Manufacturer narrative:
Device history record indicated that packaging was completed appropriately. No changes in personnel, equipment or process were identified. Records indicate that all appropriate seal checks were completed. Lot passed qc final inspection without issue. Complainant received 2 of 10 boxes in the complaint lot. There were no complaints from the other 5 customers who received product from the lot. All product was shipped in january and all but one of the 6 customers have reordered (including complainant) indicating that remaining product was used without an issue. Based on this, it is concluded that the one open unit was an isolated part. An internal CAPA has been opened to address manufacturing controls relative to the pouch sealing operation.

Event description:
Customer returned product because they found the product pouch (sterile barrier) to be unsealed. No patient was involved, open seal was noted during preparation for procedure.